Manufacturer narrative:
(B)(4). The device was manufactured august 25, 2014- august 26, 2014. Evaluation summary: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from its filling port. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A photograph of the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.